Event description:
Allergic reactions, pt treated with benadryl, the catheter was removed. Symptoms subsided.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.